Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of two (2) small volume folfusor ruptured during filling with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: two (2) devices were received for evaluation. A visual inspection was performed using the naked eye found the two samples contained approximately 90 and 120 ml of fluid in their bladder/balloon. No evidence of a ruptured bladder were observed in either device. The customer attached a red cap to the distal end of the white flow restrictor (luer). The red cap is not a baxter product. The red cap was observed to be securely tightened and no leak was observed from the red cap. Functional flow test was performed on the two samples and the flow rate was found to be within product specification. No evidence of leak or particulate matter was observed from the two samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.